Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results from the investigation, the reported event was caused by user handling and not a device malfunction. There may have been a difference in understanding between the olympus' recommendations and the facility's regarding equipment handling and the reprocessing procedures. The suggested event can be detectable by handling the device in accordance with the instruction for uuse (IFU):. Warning against improper reprocessing: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the small intestinal videoscope was contaminated with formalin. The customer accidentally put formalin in the reprocessing machine instead of alcohol. There were no reports of patient harm.